Event description:
It was reported that an unspecified specialty therapy set was undeinfused during patient infusion. The device contained piperacillin, tazobactam and daptomycin. The daptomycin was infused properly but piperacillin was underinfused. Peripherally inserted central catheter (PICC) was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.